Event description:
It was reported that there was a first rib clavicular crush on the right ventricular lead and that one of the lead's high voltage impedance readings was low. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. All insulators were breached (clavicle-rib crush). Blood was noted on the sense ring electrode, in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head). Blood/body fluid was noted on several conductors (not obstructed), the inner tubing was kinked/buckled, the helix/lobe was distorted/bent and the lead was stretched. The outer insulation was breached cut, had a cosmetic cut and cosmetic depression. A white substance was noted on the outer insulation and the exposed defibrillation coil.